Event description:
A customer reported that their pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using their current pump as backup therapy until they received a replacement pump with updated software from technical support. They were instructed on returning the problematic pump and assured that training and further instructions would be available.